Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the round clip on the plunger for matrix drawer four was broken. A field service engineer replaced the plunger. After the replacement, all drawer functions returned to normal. The drawer was then tested successfully using the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a matrix drawer spring was broken. The customer stated that the user was able to retrieve medication to another station and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.